Event description:
It was reported that there was a debridement due to recurrent pseudotumor, changed the left liner and ball.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown exeter stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding adverse local tissue reaction involving a unknown exeter stem was reported. The event was not confirmed. Conclusions: based on the provided information the reported exeter stem was not revised and did not contribute to the event.

Event description:
It was reported that there was a debridement due to recurrent pseudotumor, changed the left liner and ball.